Event description:
I recently switched to soft contact lens use and was using amo complete moisture as my solution. My right eye became red and irritated approximately may 8th. I thought I just needed a new contact, but that and eye drops didn't help. Eight days later, I saw dr and he diagnosed a bad infection and an ulcer on my cornea. He prescribed vigamox 0.05% eye drops and bacitracin 500 units/gm ointment. I had to wear my eyeglasses for over a week until the infection was gone. The vision in my right eye was blurred for most of that time and I am left with a permanent scar on my cornea. Fortunately, the scar is not in my line of vision. Dose: approx 1 oz. Frequency: 2 or 3 x a day. Route: ophthalmic. Dates of use: two (2) months. Diagnosis or reason for use: soft contact lens solution.